Manufacturer narrative:
(B)(4). Associated medical product: tibial articular surface provisional left size cd: catalog#42517000303, lot#63693483. Multiple MDR reports have been filed for this event. Please see associated report: 0001822565-2022-02351. A visual inspection of the returned item found it to exhibit signs of repeated use and have one of the ball components disassembled/missing. The components were not returned. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during inventory check after an initial left total knee procedure, a total tibial articular surface provisional shim instrument was found to be missing a ball bearing component. There was no reported patient impact as a result of this malfunction.